Event description:
It was reported that during an angioplasty procedure deflation difficulties were encountered. The balloon would not deflate with the inflation device. The physician replaced the inflation device with a 60 cc syringe and pulled negative pressure. This successfully deflated the balloon and the pt is reported to be "fine." Additional information has been requested.